Event description:
While fitting a (B)(6) male pt, a pt service rep called zoll customer support to report that his electrode belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or electrode belt connector damaged) has been confirmed. Upon eval, the trunk connector pins were bent on the electrode belt. The root cause of the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to the monitor. No adverse event resulted from the damaged trunk connector pins. The pt received a replacement electrode belt.